Event description:
The technician alleged the brake pedal would set but the brakes would not hold on the foot end of the bed. No pt impact.

Manufacturer narrative:
The technician replaced the brake caster supports, foot end brake casters and the brake steer pedal to resolve the issue.